Event description:
It was reported that there was a deep tear in the silicone on the pump side of the patient's right ventricular assist device (rvad) (B)(6) driveline. A driveline power fault had occurred on (B)(6) 2024 at 10:06pm. Upon admission to the hospital, it was recommended that the affected part of the driveline was splinted to prevent any further damage. A driveline repair was requested. The event log file captured multiple consecutive strings of driveline power fault/(f4) power a broken alarms beginning (B)(6) 2024 at 6:26am through 6:57am. Upon repair of the driveline a cut was fund in the pump side of the driveline cable. The outer shell components were removed and a brown and black wire were found with an insulation breech. This was repaired with rescue tape. The entire repair was then wrapped with rescue tape. The system controller was replaced and the power fault a was now resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump was explanted and returned. The patient received a routine heart transplant and was not related to the device. The pump performed as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was confirmed through onsite evaluation by an abbott representative, as well as analysis of the submitted photographs and log files. The customer requested a driveline repair due to a deep tear in the driveline which resulted in driveline power fault alarms and suspected wire damage. A low flow software upgrade was also requested. Review of the submitted log files did not confirm low flow alarms; and a specific cause for the reported low flows could not conclusively be determined. The account later communicated that the patient received a routine heart transplant that was not related to the heartmate 3. Evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The submitted images captured a tear in the outer jacket of the patient¿s pump cable, adjacent to the pump cable inline connector bend relief. The underlying armor layer was exposed, but no wires were visible in this location. The pump was returned assembled with the pump cable severed approximately 4¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Of note, the section of the pump cable replaced during the onsite driveline repair was not returned for evaluation. The outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned pump, and acute deposition of post-explant white fluid was present in the pump cover; however, no developed depositions or thrombus formations were observed. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and retrieved lvad (left ventricular assist device) log files from the returned device confirmed the reported driveline power fault alarm, correlating to pwr_a_broken (f4) and ocp_a_open (f2) fault flags. These events appear to be consistent with the wire damage observed by the abbott technical services on-site visit. The events leading up to the driveline power fault alarm were not able to be observed. No other notable events or alarms were captured. The pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.